Event description:
It was reported that the patients ipg was experiencing difficulty communicating. An x-ray was taken which confirmed that the ipg placement was correct. Further troubleshooting was performed however the complaint did not resolve. The patient underwent an ipg replacement procedure and was doing fine post-operatively. The explanted ipg will be returned.

Manufacturer narrative:
The returned ipg was analyzed and the complaint was confirmed. The ipg was not functional when it was received in the lab. It could not be charged nor establish communication with a remote control or clinician programmer. An internal electrical test revealed excessive current leakage due to application-specific integrated circuit u2 damage. The database analysis could not be performed using an external power source after removing the depleted battery. It was confirmed that electrocautery was used during the ipg replacement procedure. Exposing the ipg to high-voltage transients or high rf energy can cause this type of damage. The probable cause is unintended use error caused or contributed to event.

Event description:
It was reported that the patients ipg was experiencing difficulty communicating. An x-ray was taken which confirmed that the ipg placement was correct. Further troubleshooting was performed however the complaint did not resolve. The patient underwent an ipg replacement procedure and was doing fine post-operatively. The explanted ipg will be returned.